Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to repeated non-recoverable faults. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm1.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, repeated error occurred on universal surgical manipulator (usm1). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed multiple repeated non-recoverable errors in the logs pointing to usm1 armnet communication issue. The customer power cycled the system, but the issue persisted. The surgeon elected to disable usm1 and completed the procedure with the remaining three usms with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 31226 error was found indicating the error was pointing to the clock spring fiber, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm1) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on the clock spring fiber. Once testing was completed, the clock spring fiber was further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the clock spring fiber within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).